Manufacturer narrative:
Follow-up #1 date of submission 05/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated that the last basal and bolus delivery occurred on (B)(6) 2013. The black box shows that the pump was suspended on (B)(6) 2013 at 15:51 and was resumed at 17:13. There were no alarms or warnings observed in the alarm history that were related to the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6)2012, reporting elevated blood glucose for a couple weeks as high as 20.8 mmol/l with extreme thirst and urination, aching in the legs, and "glazed eyes." The patient stated that blood glucose levels appeared to be elevating during the day. The pump was reviewed with the patient. The patient confirmed that all boluses were completed and there were no missing boluses. The patient confirmed that the total daily dose correctly reflected the daily basal and bolus totals. The patient indicated that the basal rate was lowered in the afternoon from 3 pm to 8 pm for the drive home; the patient indicated that the rate and times may need adjustments since the patient only drives home around 4:30 pm. The patient was advised to discuss the possible need for rate adjustments. Troubleshooting of the pump found no issue with the pump insulin delivery. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.